Event description:
A malfunction was reported on the customer¿s pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and advised monitoring for recurrence. The customer was able to continue using the pump and understood the instructions to follow up if the malfunction code appeared again.